Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d and 5071-53 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. The rv lead also exhibited oversensing. The right atrial (ra) lead exhibited undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.